Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before intubation, the device had cuff inflation/deflation issue. 32 cc was used to inflate the cuff but it was not working because the balloon was deflated. During a smur intervention, 5 out of 6 probes had a defective balloon. Two guidewire changes were required during management, and 3 others had a balloon that was obviously defective during the pre-intubation test. The last catheter, 7 mm diameter, was satisfactory. There was difficulty ventilating with patient desaturation (spo2 <(><<)> 80%) 2 catheter changes delayed intubation.